Manufacturer narrative:
Corrected information: b3 (transcription error: date is an approximation).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and passed. A test for the power fail recovery alarm passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and a patient sensor calibration check. There were no visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of reported air infusion (pneumoperitoneum [pp]) with shoulder and abdominal pain. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler. There is no report of a device malfunction, deficiency or defect reported for this event. There are several causes why a patient would have air infusion during peritoneal dialysis including technique-related pp and visceral perforation. The pd catheter provides a portal of entry for the air into the peritoneal cavity. There is no confirmation that this patient was diagnosed with pp. Based on the limited information and no report of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that she had gone to the hospital due to being filled with air and would like a replacement liberty select cycler. The patient reported having shoulder and abdominal pain. There was no allegation of a device malfunction. Additional information was requested, however, to this date a response was not received. Specific event date not reported, therefore, (B)(6) 2019 will be reported as an approximation.